Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation. A review of imagery provided showed the following: the patient's access vessel had calcification and tortuosity present, specifically near the aortic bifurcation. The sheath distal tip was torn and appears to not have opened along the axial score line. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed additional similar complaints relating to sheath distal tip torn. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed by the provided imagery. A review of the device history record and lot history did not provide any indication that manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As there was no note of abnormalities during device preparation, it is unlikely that the reported event was an issue out of box. Per report, ''during a tf tavr with a 26mm s3u valve, the tip of esheath tore during implant.'' Per the provided imagery, the sheath distal tip was torn. The failure mode is characteristic of sheath tip tear events identified in a product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system the distal tip tear. Additionally, the patient had presence of calcification and tortuosity near the aortic bifurcation. Bends in the access vessel can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to an increased potential for the valve struts to catch onto the sheath distal tip during advancement. The failure mode is likely related to improper expansion of the sheath tip during thv advancement. And/or patient factors (calcification, tortuosity) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. A corrective/preventative action (CAPA) and pra has been previously initiated for further assessment.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the tip of the sheath tore during implant. The device was removed with no vessel injury. The patient is stable post procedure.

Manufacturer narrative:
Correction to sections d9, h3, and h6. The 14fr esheath+ was returned after use in the procedure with two dilators and an expansion tool separately. The device was visually inspected and the following was observed: the sheath was fully expanded as designed; the shaft has some curvature; the distal tip was torn radially along distal edge of liner; the tip did not open along axial score line. All score lines were present; stretching was noted throughout tip; scratches were noted along length of shaft; wrinkling was observed on strain relief. Due to condition of the returned devices (distal tip torn), no applicable dimensional and functional testing were able to be performed. A review of imagery provided showed the following: the patient's access vessel had calcification and tortuosity present, specifically near the aortic bifurcation; the sheath distal tip was torn and appears to not have opened along the axial score line.